Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the ipp cxm inflate/deflate pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: the investigation conclusion of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient presented to their physician as their inflatable penile prosthesis (ipp) due to ipp no longer working. Two weeks later, the patient underwent a procedure to revise the device. During the procedure, a crack in the pump connecting tube causing saline leakage was identified. The existing pump was removed and replaced with a new pump. No complications were observed during the revision. The patient was reported to be well following the procedure.

Event description:
It was reported that the patient presented to their physician as their inflatable penile prosthesis (ipp) due to ipp no longer working. Two weeks later, the patient underwent a procedure to revise the device. During the procedure, a crack in the pump connecting tube causing saline leakage was identified. The existing pump was removed and replaced with a new pump. No complications were observed during the revision. The patient was reported to be well following the procedure.